Event description:
During banding of esophageal varicies. Banding device failed to deploy causing significant hemorrhage. Pt needed intubated for airway protection. During intubation pt became bradycardic and hypotensive requiring vasopressors. Second banding device applied. Bleeding was stopped after 6 bands placed. FDA safety report ID# (B)(4).